Event description:
It was reported that the rotaflow would display a temp error at power up prior to use. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The device was investigated by a local service technician in the hospital. A defective battery was found that causes the reported error message. Based on the information from the service report the battery was replaced. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.